Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation was limited due to the unavailability of detailed data, including calibration and quality control information, as well as the absence of patient samples for further analysis. A definitive root cause for the reported event could not be determined. Discrepant results can occur and are covered by the specificity and sensitivity claims of the assay. Additionally, in comparison studies, it is essential that no preselection of samples occurs based on competitor results and that the correct result is confirmed by independent methods or additional information. The case was closed as no further data or feedback was provided by the customer.

Event description:
The initial reporter alleged discrepant results during a validation study of the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 module. A total of 74 samples were analyzed during the validation process, and 7 samples presented discordant results when compared to the abbott assay. Specifically, 4 samples were discrepant negative to abbott, and 3 samples were discrepant positive to abbott. The customer considered the abbott results to be correct.